Event description:
It was reported the pt experienced painful pocket heating when her stimulation was turned on. Reprogramming was unable to resolve the issue. Surgical intervention will likely be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.